Event description:
It was reported that the procedure was aborted because of the vascular anatomy. The pump could not be advanced because the femoral artery was heavily calcified with multiple stenoses.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy and severe stenosis preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.